Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. The high glucose alarm did not sound, and customer was unaware of changes in glucose levels. As a result, the customer was unable to self-treat, and was in contact with a healthcare professional (hcp) who administered insulin (type/dose unknown) via infusion after obtaining blood glucose level of 32 mmol/l (576 mg/dl) on their hcp meter. The customer was diagnosed with hyperglycemia. It was also reported the customer received thallium infusion. No further treatment or medication was reported. There was no report of death or permanent impairment associated with this event.

Event description:
An alarm issue was reported with the adc device. The high glucose alarm did not sound, and customer was unaware of changes in glucose levels. As a result, the customer was unable to self-treat, and was in contact with a healthcare professional (hcp) who administered insulin (type/dose unknown) via infusion after obtaining blood glucose level of 32 mmol/l (576 mg/dl) on their hcp meter. The customer was diagnosed with hyperglycemia. It was also reported the customer received thallium infusion. No further treatment or medication was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed and damage to the usb port has been observed. The reader was able to be connected to a computer and no issues were observed during charging. Data was extracted using approved software, performed analysis of glucose value graph. All alarms presented when glucose values were outside of threshold range. Therefore this issue is not confirmed. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A DHR (device history review) for the fs libre reader was reviewed and the DHR showed the fs libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.